Manufacturer narrative:
The lot number is unknown. The device sample is not available for evaluation. A follow-up report will be submitted if additional information is received.

Event description:
The event is reported as: a clip could not be loaded accurately into the applier jaw and therefore, it fell out of the jaws. No patient injury reported.